Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report air bubbles were found in the tubing and inside the reservoir. Blood glucose reading was 309 mg/dl. Troubleshooting was performed. The issue was resolved with a change of the infusion set. Offered to troubleshoot for high blood glucose but the customer stated her blood glucose had been dropping during the call and that he may have overreacted. Nothing further reported.